Manufacturer narrative:
Block b3: exact date unknown, event occurred two days from date the manufacturer became aware of the event.

Event description:
It was reported that the patient received an end of service message on the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.